Event description:
Implant card was received noting that the patient had a full revision due to battery depletion and high impedance. Information was received confirming that the lead was in fact fractured and was seen during the surgery which showed high impedance. The physician indicated this was a natural fracture. The explanted generator and lead were discarded after surgery, therefore unavailable for product return. No additional relevant information has been received to date.